Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced no brady output. The patient's intrinsic rhythm was approximately 40 bpm. After a diagnostic lead measurement test was performed by the device, normal pacing resumed. This ICD has been identified as being part of a trend that generated a safety alert on december 4, 1998. The physician was notified of the safety alert on december 9, 1998.